Event description:
It was reported that balloon rupture occurred. The patient presented with in-stent restenosis. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified middle of the left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at about 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.